Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Customer's blood glucose value was 23 mg/dl at the time of the incident and current blood glucose level was 528 mg/dl. The customer was assisted with troubleshooting for low blood glucose. The customer stated that there was no symptoms related to low blood glucose such as nausea. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.